Event description:
The hosp reported there was no ventilation and no alarm when the avance was switched to controlled ventilation. Pt became cyanotic and extreme bradycardic. Resuscitation measures were taken. Pt recovered with no reported pt injury. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.

Manufacturer narrative:
Under (B)(6), pt info is considered confidential and will not be released by the site.